Event description:
Sorin group received a report that, during de-cannulation, the blood volume in the reservoir increased indicating retrograde flow but the scp did not alarm or clamp the line as it was set to do and the manual clamp switch is unresponsive at times. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that, during de-cannulation, the blood volume in the reservoir increased indicating retrograde flow but the scp did not alarm or clamp the line as it was set to do and the manual clamp switch is unresponsive at times. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.